Event description:
A malfunction alarm was reported by the customer, with at least three previous occurrences on the same pump. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.